Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was in backup vvi mode during initial interrogation. The pacemaker was not used. There was no patient involvement.